Event description:
An olympus field service engineer (fse) was onsite and found an e99 error [disinfectant solution error] in the log of the subject device. The e99 error indicates that many days have passed since the disinfectant (acecide) had been replaced. When the liquid was drained [from the subject device] within 3 seconds after soaking for 3 seconds, the liquid was not drained properly. This indicated that the disinfectant was possibly used for a longer time period than what was recommended; therefore, the concentration and effectiveness of the disinfectant could not be verified. There is the potential for an insufficiently reprocessed endoscope. The fse provided reprocessing guidance to the user facility. There was no report of patient or user injury due to the event. This report is being submitted for the oer-4 endoscope reprocessor, with patient identifier (B)(6). The possibly insufficiently reprocessed endoscope (gif-h290 evis lucera elite gastrointestinal videoscope) is being submitted on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
There were two additional scopes that were potentially insufficiently reprocessed: gif-xp260n (evis lucera gastrovideoscope) was submitted on medwatch 8010047-2022-07808, with patient identifier (B)(6). Pcf-h290i (evis lucera elite colonovideoscope) was submitted on medwatch 8010047-2022-07809, with patient identifer (B)(6).

Manufacturer narrative:
This information is to correct information provided on the initial report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue was the user's misuse. Error e99 occurred because either more than 15 days had passed since the disinfectant solution was prepared, or because the disinfectant solution was used at least 46 times. It was found that more than 15 days had passed since the disinfectant solution was prepared. If the disinfectant is used for a long period of time, the effect of the disinfectant cannot be guaranteed and sufficient disinfection may not be possible. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿3.9 checking the disinfectant solution concentration level: when reprocessing an endoscope, always use an acecide checker or a portable concentration checker to check that the disinfectant solution is at an effective concentration. If you fail to do this operation, it could result in inadequate disinfection. Also, be sure to replace the disinfectant solution before the disinfectant effect disappears. When checking the concentration of the disinfectant solution with the acecide checker, carefully read the ¿package insert¿ and ¿operation manual¿ of the acecide checker, and the attached ¿how to use the acecide checker¿.¿ olympus will continue to monitor field performance for this device.